Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device ran in the locked position, had corrosion/rusting/pitting, the locking mechanism was stiff/stuck, and the device had vibration. It was further determined that the device failed pretest for motor engagement/lock operation assessment, and vibration assessment. Therefore, the reported condition that the device was not locking was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was not locking. During in-house engineering evaluation it was determined that the device would run in the locked position and had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.